Event description:
The manufacturer received information alleging a bipap a30 device was alarming for a ventilator inoperative alarm condition. There was no harm or injury alleged. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.